Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips by the customer that the paddles were they in clinical use, and the defib said it gave a shock and the surgeon stated they did not see it . The customer stated they swapped the paddles out and equipment works fine. The customer stated there was no harm.